Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-70e, serial: (B)(4), batch: 5119619.

Event description:
It was reported that the patient was experiencing pressure, tugging and pulling at the back. It was also reported that the patient was experiencing pain from the procedure and believed that the pain was device related. The patient went to the emergency department and underwent a lead pull procedure. The patient was immediately doing better postoperatively. The explanted leads will not be returned.